Event description:
It was reported that during an aca (anterior cerebral artery) aneurysm case. After inserting three coils, the operator delivered the fourth subject coil and distal of the subject coil got stuck in microcatheter. When the operator manipulate the subject coil from proximal, the reaction from distal became weaker. Continued to fill and after distal of the subject coil went into aneurysm, the operator found the distal could not follow the proximal manipulation. Withdrew the delivery wire slightly and found the subject coil fractured at the segment that is not the detachment zone. The operator used guidewire as a medical intervention to push the residual of the subject coil to go into aneurysm inside the microcatheter to finish. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event. The patient is already wake up.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer , the device was prepared for use as per the dfu. There was no damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/ prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. The coil got stuck within the micro catheter and when the physician withdrew the delivery wire slightly he found the coil fractured at the segment that is not the detachment zone. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable was assigned.

Event description:
It was reported that during an aca (anterior cerebral artery) aneurysm case. After inserting three coils, the operator delivered the fourth subject coil and distal of the subject coil got stuck in microcatheter. When the operator manipulate the subject coil from proximal, the reaction from distal became weaker. Continued to fill and after distal of the subject coil went into aneurysm, the operator found the distal could not follow the proximal manipulation. Withdrew the delivery wire slightly and found the subject coil fractured at the segment that is not the detachment zone. The operator used guidewire as a medical intervention to push the residual of the subject coil to go into aneurysm inside the microcatheter to finish. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event. The patient is already wake up.